Manufacturer narrative:
The other device listed in this report: cat # unknown, lot # fm06163, description: std mitch trh cp sz 48/54, manufacturer: depuy, cat # unknown, lot # fm06523, description: mitch trh md hd sz 48+0, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that he is revising an exeter / mitch combination. The surgeon further reported that the patient has had high ion levels since it was implanted. The surgeon suspects a failed trunnion head junction.

Event description:
The surgeon reported that he is revising an exeter / mitch combination. The surgeon further reported that the patient has had high ion levels since it was implanted. The surgeon suspects a failed trunnion head junction.

Manufacturer narrative:
An event regarding abnormal ion level and damage (loss of taper lock) involving a exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results -product evaluation and results: damage consistent with the cement mantle breakdown process and loss of taper lock was observed. Eds showed the stem base alloy was consistent with an astm f1586 alloy, which is consistent with the drawing. The debris on the stem was consistent with an oxide, the stem base alloy, and biological material. Based on the given information, no materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to high ion levels with suspected failed trunnion head junction. Evaluation of the returned device indicated that damage consistent with the cement mantle breakdown process and loss of taper lock was observed, which confirmed the reported event. Eds showed the stem base alloy was consistent with an astm f1586 alloy, which is consistent with the drawing. The debris on the stem was consistent with an oxide, the stem base alloy, and biological material. Based on the given information, no materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Update to the event description and investigation conclusion. Reported event an event regarding abnormal ion level and wear (loss of taper lock) involving a exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results -product evaluation and results: damage consistent with the cement mantle breakdown process and loss of taper lock was observed. Eds showed the stem base alloy was consistent with an astm f1586 alloy, which is consistent with the drawing. The debris on the stem was consistent with an oxide, the stem base alloy, and biological material. Based on the given information, no materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: based upon the information available for review, no confirmation of the event description nor preparation of a medical report is possible for this case. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to high ion levels with suspected failed trunnion head junction. Evaluation of the returned device indicated that damage consistent with the cement mantle breakdown process and loss of taper lock was observed, which confirmed the reported event. Eds showed the stem base alloy was consistent with an astm f1586 alloy, which is consistent with the drawing. The debris on the stem was consistent with an oxide, the stem base alloy, and biological material. Based on the given information, no materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that he is revising an exeter / mitch combination. The surgeon further reported that the patient has had high ion levels since it was implanted. The surgeon suspects a failed trunnion head junction. Update on 29jun2020: additional info received: "patient reported clicking sensation in the hip." "(B)(6) 2020 - both components explanted and revised to exeter/trident thr. Femoral head grossly loose on the trunnion and came off without instrumentation. Trunnion grossly worn away. Small area of lysis towards ischium requiring bone graft. No overt adverse reaction to metal debris but classic membranous staining noted on the inside of the joint. "